Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found that the cable passed functional testing. It was noted that a pin connector was slightly rounded on the cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 13 march 2017. The representative reported that they were able to replicate the reported issue. The representative then returned to the site on 15 march 2017 and replaced the interface (umbilical) cable for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system stared in "stand alone mode" though the viewing station of the imaging system was connected to the main system. The representative restarted the imaging system and viewing station of the imaging system separately and the reported issue was resolved. No additional information was provided. There was no patient present when this issue was identified.